Event description:
Reported via clinical study it was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up computed tomography (CT) a 6.24mm leak was noted. No corrective actions or diagnostic tests were associated with the finding.